Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: a review of the black box revealed evidence of ¿loss of prime¿ call service (cs) 162¿ warnings due to low non-zero force warnings. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were successfully performed on the pump with no ¿cs162¿ or any errors, alarms or warnings (eaw) occurring during the investigation. The product performed within specification and the reported ¿loss of prime¿ complaint was not duplicated.